Event description:
As reported to coloplast through not verified, pt was implanted with restorelle directfix and aris mesh. Later the pt experienced mesh exposure. Stress urinary incontinence, dyspareunia, vaginal soreness and possible hematoma on the right side. A sling revisions, release of suture and granulation tissue removal were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.